Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure to extend a construct and to replace set screws that had backed out. Sometime post op, it was found that the bonescrews at l5 and vb replacements had backed out. A second revision surgery took place to remove the l5 pedicle screws and extend the construct to the iliac. No additional patient complications were reported.